Event description:
Pt received a mouth burn from an esu unit. A urethral catheter was being used to shield a cautery needle. The rubber catheer had a puncture hole that allowed rf energy to escape causing a burn. (Also see 1002036.) (*)